Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other bent". In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and migraine ("migraines"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion and migraine outcome was unknown. The reporter considered device expulsion and migraine to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content. Reporter added. Event one migrated in uterus and other bent added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one migrated to my uterus/freaking uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "other bent". In (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), pain in extremity ("pain in both leg"), arthralgia ("joint pain/neck n knee really bad"), neck pain ("neck n knee really bad"), ecchymosis ("unexplained bruise"), abdominal distension ("bloating through the day"), fibromyalgia ("fibromyalgia symptoms") and pruritus ("itching shoulder that wake me up") and was found to have weight decreased ("lost 20 lbs"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6)2015. At the time of the report, the device expulsion, migraine, arthralgia, neck pain, ecchymosis, fibromyalgia, pruritus and weight decreased outcome was unknown and the pain in extremity had resolved. The reporter considered abdominal distension, arthralgia, device expulsion, ecchymosis, fibromyalgia, migraine, neck pain, pain in extremity, pruritus and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu3&fu4,5,6 proceed together: social media received. New events pain in both leg, joint pain, neck n knee really bad was added. Reporter was added. On 23-mar-2020: social media received. Reporter was added. On 23-mar-2020: social media: reporter and events were added. On 23-mar-2020: social media: new reporter and event lost 20 lbs added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines"). The patient was treated with surgery (hysterectomy in (B)(6)). Essure was removed. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter considered medical device removal and migraine to be related to essure. Most recent follow-up information incorporated above includes: on 22-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced migraine ("migraines"). The patient was treated with surgery (hysterectomy in april). Essure was removed. At the time of the report, the medical device removal and migraine outcome was unknown. The reporter considered medical device removal and migraine to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.